Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. The device has been received and the investigation is in progress. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient demographics and pre-existing conditions were provided on19mar2019. A laser was utilized during the procedure.

Event description:
No new event description information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The basket wire covers are damaged. There are no kinks in the basket sheath. Functional testing found handle actuates the basket formation, but in the closed position, a gap is noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to not close properly. The sheaths that surround the basket wires were found to be torn, preventing the basket from fully closing. It appeared the basket was subjected to too much closing force around a large stone. The most likely cause for the issue is that excessive force was inadvertently applied to the device during use. Contributing factors could have been patient anatomy, stone size, shape, and location. Cause has been traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Occupation: perioperative inventory manager. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when the doctor was performing the ureteroscopy, the first ngage basket would not completely open and shut properly. He tried using the device and while using it, the device started ¿shredding¿ down the plastic sheath. Another ngage was then opened and this basket would also not open and close properly. The case was completed as normal. No extra measures needed to be taken. No piece of the device was left in the patient. Additional patient and event information has been requested. At the time of this report, no additional information has been provided. This report captures the second basket malfunction reported to occur during the procedure. It is related to MFR. Report # 1820334-2019-00659 which addresses the first basket issues.